Event description:
The facility biomed technician called baxter technical service on (B)(6) 2009. The biomed technician reported a pcaii pump that had an intermittent electrical failure during a surgical procedure (medication and procedure is unknown). The biomed technician reported the pump stopped infusing when an electrical failure occurred causing an interruption of therapy to the patient. The biomed technician reported the pump was exchanged and the patient's procedure continued. The biomed technician did not have any additional information on this incident, an incident report was not written for this occurrence. No patient injury was reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). Device has been received for evaluation. When an evaluation is performed, a follow-up report will be submitted.